Event description:
Nurse reported the tubing of a clearlink administration set collapsed while inside the colleague pump. This facility had very recently begun to use colleague pumps and clearlink sets. The nurse responded to an occlusion alarm, noted the pt's blood pressure had dropped and summoned help from another nurse. This nurse removed the tubing from the pump and noted it was completely flattened. The occlusion was attributed to the flattened tubing. The first nurse administered albumin and calcium chloride to the pt and successfully restored the blood pressure within 5 minutes. Dopamine and epinephrine, which had been infusing via clearlink sets and a colleague triple channel pump, were switched to competitor's pumps(s) and sets. The nurse stated that there were no sequelae from the event. The pt remains hospitalized.